Manufacturer narrative:
Additional product code = dro. The malfunction was duplicated and the hv module was replaced to resolve the malfunction. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device displayed "defib fault 72" and "pacer fault 117" messages. Complainant indicated that there was no patient involvement in the reported malfunction.